Event description:
It was reported that the device had a blank display. Physio-control evaluation found that the device display froze during boot up and was inoperable. There was no report of pt involvement with the incident.

Manufacturer narrative:
(B) (4): physio-control replaced the user interface to memory/system pcb connector flex assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use.